Event description:
Following a radiology procedure in 2003, an attempt was made to deploy a vasoseal elite. As the operator was about to deploy the collagen, arterial blood was pooling in the sheath and the collagen became stuck within the sheath. The operator attempted to advance the plunger forward and the sheath kinked. The operator was able to advance the plunger to the first black line using force. As the sheath was removed, the operator noticed that the distal end of the sheath was sheared off. A cutdown procedure was performed and the missing portion of the sheath was retrieved from the tissue tract. The collagen plug was found inside of the sheath. The pt was given prophylactic antibiotics and a femostop was used to achieve hemostasis. No further complications were reported.